Manufacturer narrative:
(B)(4). Concomitant medical products: unknown zuk knee femoral cat#: unk, lot#:unk, unknown zuk knee tibial tray cat#: unk, lot#:unk . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 00414, 0001822565 - 2018 - 00415, 0001822565-2018-00410. Product location is unknown.

Event description:
It is reported that the patient underwent knee revision due to unknown reasons. Patient was converted from partial to total knee arthroplasty. No further information has been provided.

Manufacturer narrative:
The complaint sample was not evaluated and the reported event could not be confirmed. A device history record (DHR) review was unable to be performed as the lot number of the devices involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.